Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging issues and inadequate stimulation due to the lead that was not working. The patient underwent a revision procedure wherein the lead and the ipg were replaced due to suspected malfunction. The patient was doing well following the procedure.